Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, b.6, b.7, d.6b, h.6.

Event description:
Physician reported right rupture. Device has been explanted and replaced.